Manufacturer narrative:
Recall: 1927487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation and is unable to communicate with his ipg using external devices. The patient normally charges the ipg every 3 weeks. Error code 2501 was observed confirming the patient¿s ipg is inoperable. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6)2017 where the ipg was removed and replaced therapy was resumed and the patient is doing well.